Manufacturer narrative:
Correction to h3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 980 ventilator generated background diagnostic codes and ¿halted¿. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed reported issue in memory but could not duplicate. Based on the log records, the current value of the psol valve on the intake side and the exhalation valve were detected to be out of specification. Sp suspected temporary malfunction in the main unit's breath delivery (bd) unit. The sp replaced the direct current (dc)-dc board to resolve the reported issue. Sp also replaced pneumatic interface (pi) printed circuit board assembly (pcba) due to a malfunction in it. A review of logs showed the unit had loss of ventilation at time of event. The unit passed all tests and calibrations per manufacturer specifications at the time of service. The likely cause of the event was isolated in the field to a potential fault in the dc-dc board. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d9 was updated due to part return h3 device evaluation summary: updated due to part return medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 980 v entilator generated background diagnostic codes and ¿halted¿. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed reported issue in memory but could not duplicate. Based on the log records, the current value of the psol valve on the intake side and the exhalation valve were detected to be out of specification. Sp suspected temporary malfunction in the main unit's breath delivery (bd) unit. The sp replaced the direct current (dc)-dc board to resolve the reported issue. Sp also replaced pneumatic interface (pi) printed circuit board assembly (pcba) due to a malfunction in it. A review of logs showed the unit had loss of ventilation at time of event. The unit passed all tests and calibrations per manufacturer specifications at the time of service. One dc-dc board and one pi pcba were received for failure analysis. The components were visually inspected and functionally tested with no malfunction or product deficiency observed. Although the returned dc-dc board functioned properly, review of log indicate a interment dc-dc failure that is addressed in a previous existing internal investigation. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, this 980 ventilator generated background diagnostic codes and ¿halted¿. The patient¿s peripheral capillary oxygen saturation (spo2) dropped from 100% to 95%. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.

Manufacturer narrative:
A patient information and initial reporter cannot be provided to the japanese privacy regulations. Medtronic personnel reported event to manufacturer on behalf of the customer. Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 980 ventilator generated background diagnostic codes and ¿halted¿. The device was available for evaluation. A review of the ventilator memory logs showed the 980 ventilator had a loss of ventilation at the time of the event. The service personnel (sp) inspected the device and replaced the pneumatic interface (pi) printed circuit board assembly (pcba). The likely cause of the event was isolated in the field to a potential fault in pneumatic interface pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.